Event description:
It was reported that the bd luer-lok¿ syringe sterile, single use experienced leakage. The following information was provided by the initial reporter: xxx reported "the nurse stated "the crrt nurse went to draw labs on a patient in cticu and the blood started pooling behind the plunger.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Pr (B)(6) - follow up MDR for device evaluation. It was reported there was pooling behind the plunger. As a sample was not returned, a thorough sample evaluation could not be performed. A physical sample is required for a more thorough evaluation and potential root cause determination. A device history record review was completed for provided material number 302995, lot 3179299. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 3179299 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Since no samples displaying the reported condition were received corrective actions are not necessary. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative.

Event description:
No additional information